Manufacturer narrative:
The device was returned for analysis. The reported material rupture and balloon material separation were not confirmed. The reported deflation issue could not be confirmed due to the condition the device was received for analysis. The reported entrapment could not be replicated in a testing environment as it was related to operational context of the procedure. Additionally, it was noted that the shaft was stretched distally, distal to the guide wire exit notch with a shaft separation noted within the stretched area. The material at the shaft separation was stretched and jagged likely due to stretching until the shaft separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues; however, factors that may contribute to deflation issues include, but are not limited to, manufacturing damage, contrast mixing, bent/kinked shaft while inside the anatomy affecting the deflation lumen and/or stretched outer member (om) thereby reducing the deflation lumen. The reported entrapment appears to be related to operational context of the procedure as it is likely the reported deflation issues caused the device to interact with the anatomy causing the reported entrapment. The reported balloon rupture and balloon material separation were not confirmed during return analysis; however, a shaft separation was noted and may have been identified as a balloon rupture by the account. The noted shaft separation appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a left main stenting procedure, after implantation of the xience proa stent, the balloon failed to deflate, and the stent delivery system (sds) could not be removed from the vessel. At some point, the balloon ruptured, and pieces may have separated from the balloon. The patient went into ventricular fibrillation and was successfully defibrillated. A balloon was advanced over another guidewire to facilitate the removal of the xience proa (sds). All devices, including the separated balloon material were successfully removed. After device removal, the patient was in sinus rhythm with a normal blood pressure. Coronary angiogram confirmed good results. There was no additional information provided.